Event description:
It was reported that there was an atrial high rate (ahr) episode and that was undersensing on the atrial lead. Reprogramming the device to a more sensitive setting was recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.